Event description:
On (B)(6) 2020 customer reported epidermal irregularities post treatment. Patient was treated on (B)(6) 2019. Re-treat on (B)(6) 2020 with additional threads. Patient returned to clinic on (B)(6) 2020 with insertion on left side redness. Both sides-slight induration. Nurse opened both spots and laid the threads down using 25g cannula. Patient was seen again on (B)(6) 2020 showing improvement but with left side scabbed/red. We have received conflicting stories as the customer mentioned a sales representative (jennifer lawrence) was present during treatment. The sales rep reported no recommendations were given by her. Jennifer informed she was contacted via text message and proceeded to escalate the situation with a trainer who got in contact with the customer. Trainer stated the patient's thread was placed too superficial and had an irregularity. This patient was treated during regular business hours and was not part of training, therefore no trainer or sales representative were present at the time of the event. Trainer mentioned she was contacted by the sales rep and a conference call was scheduled with the nurse to discuss the complications with this particular patient, indicating the nurse was rushing around and not sure if she was fully receptive of her feedback. Trainer recommended to subcise with cannula to help irregularity, also to grab the end of the thread and pull or cut down if she could palpate it. Otherwise leave it alone or use radiofrequency heat to help breakdown the thread faster. Later that daysales rep called her back and said it was unsuccessful and that the nurse was really aggressive and was pulling out nothing but tissue. A pdo training was scheduled with the nurse on (B)(6) 2020. During the training, the issue with this patient was discussed and the nurse was receptive. As per trainer the patient was unhappy because she developed a scab where the nurse had tried to get the thread. The nurse mentioned this patient wears a lot of make up and said " she would not be surprised if she wore make up over incision and picked at it" which is what it looks like to the trainer. Furthermore, trainer mentioned it was clear to her that the nurse was not either properly trained at her other practice or had very little experience.